Event description:
Reporter stated that pt obtained back-to-back glucose results of 255 mg/dl and 122 mg/dl while using the suspect device. Reporter indicated that pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.